Event description:
It was reported that the physician was in the operating room removing a lead from the patient. The reporter didn¿t know if the entire system was being removed or just the lead was. Three days later, it was reported that the right brain lead was not explanted but was damaged during a non-dbs related surgery. The device was interrogated which showed high impedance values and indicated a broken wire. The surgeon verified that the brain lead had been damaged. It was noted that prior to interrogating the system, both implantable neurostimulators (inss) were off and had been turned off prior to surgery. Due to the broken brain lead wire, the right ins was turned off and the left ins was also turned off per patient's request. It was ultimately unclear if an attempt was ever made to explant the lead. It was further reported that the manufacturer's representative was awaiting a notification from the patient on if and when she wanted the batteries turned back on.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # v015148, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3387s-40, lot # v015148, implanted: (B)(6) 2007, product type lead; product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).